Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding appropriately. There was evidence of contamination found under all key contacts.

Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons were frequently unresponsive. He stated that the buttons felt "mushy". He stated that the pump was exposed to water in a swimming pool; stated that he wore the pump in his pocket; and denied physical damage to the rubber keypad.